Manufacturer narrative:
Follow up attempts were made in an attempt to complete the troubleshooting with the customer, however, no additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 268 (mg/dl) and ketones that customer believed to be potentially dangerous and life threatening. Customer administered a correction bolus with the pump and insulin injections to treat bg levels. Although requested by tandem technical support, customer declined troubleshooting at the time of the call. Recommendation was made to consult with health care provider to discuss diabetes management.